Manufacturer narrative:
There is no indication that the lifevest caused or contributed to the patient death. Electrode belt sn (B)(4) was returned to the distributor and device evaluation is currently underway in accordance with procedures recommended by zoll manufacturing corporation. Device evaluation was accomplished through a review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor: 11/15/2012, electrode belt: 09/10/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. Per review of the event, the patient received one inappropriate defibrillation shock. The rhythm at the time of the shock was asystole. Oversensing a small cardiac signal contributed to the false detection. Prior to the treatments, asystole was detected. Asystole is considered a non-life sustaining, non-treatable rhythm. There is no indication that the lifevest caused or contributed to the patient death.